Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 12484512, 787230) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "she went to her hcp that performed a procedure to remove essure by cutting the coil up". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("bad abdominal pain"). The patient was treated with surgery (cut the coil up and removed the tubes). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain and pelvic pain with essure. The reporter commented: she consulted her hcp and at that time the advised was hysterectomy. Lot number/ exp. Date: 12484512, rep did not know the exp. Date and 787230, rep did not know the exp. Date. The doctor used different halves from different lot numbers. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 12484512,787230) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "she went to her hcp that performed a procedure to remove essure by cutting the coil up". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("bad abdominal pain"). The patient was treated with surgery (cut the coil up and removed the tubes). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain and pelvic pain with essure. The reporter commented: she consulted her hcp and at that time the advised was hysterectomy. Lot number/ exp. Date: 12484512, rep did not know the exp. Date and 787230, rep did not know the exp. Date. The doctor used different halves from different lot numbers. Lot number: 12484512, manufacture date:2011-04, expiration date: 2014-02. Lot number:787230, manufacture date: 2010-10, expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('she went to her hcp that performed a procedure to remove essure by cutting the coil up\left essure coil did fracture at one point') in an adult female patient who had essure (batch no. 12484512,787230) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida on (B)(6) 2011, parity 4 and obesity. She had gastrointestinal and musculoskeletal symptoms. Family history included breast cancer (mother -breast cancer). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("bad abdominal pain"), abdominal pain lower ("cramping/ rlq pain"), back pain ("low back pain") and fatigue ("fatigue"). The patient was treated with ibuprofen and surgery (removal of essure coils and salpingectomy bilateral with removal of essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, abdominal pain, back pain and fatigue outcome was unknown and the abdominal pain lower was resolving. The reporter provided no causality assessment for abdominal pain, device breakage and pelvic pain with essure. The reporter considered abdominal pain lower, back pain and fatigue to be related to essure. The reporter commented: trailing coil: left 1, right 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Ultrasound scan - on an unknown date: small fibroid. Lot number: 12484512 manufacture date:2011-04 expiration date: 2014-02. Lot number:787230 manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: case became potential legal. Lawyer added. On 26-sep-2019: new events: cramping/ rlq pain, low back pain, menorrhagia, fatigue were newly added. Reporter information, patient demographic information, product information details and relevant history updated. Event wrong technique in device usage process updated to device breakage. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('she went to her hcp that performed a procedure to remove essure by cutting the coil up\left essure coil did fracture at one point') in an adult female patient who had essure (batch no. 12484512,787230) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida on (B)(6) 2011, parity 4 and obesity. She had gastrointestinal and musculoskeletal symptoms. Family history included breast cancer (mother -breast cancer). On(B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("bad abdominal pain"), abdominal pain lower ("cramping/ rlq pain"), back pain ("low back pain") and fatigue ("fatigue"). The patient was treated with ibuprofen and surgery (removal of essure coils and salpingectomy bilateral with removal of essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, abdominal pain, back pain and fatigue outcome was unknown and the abdominal pain lower was resolving. The reporter provided no causality assessment for abdominal pain, device breakage and pelvic pain with essure. The reporter considered abdominal pain lower, back pain and fatigue to be related to essure. The reporter commented: trailing coil: left 1, right 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Ultrasound scan - on an unknown date: small fibroid. Lot number: 12484512, manufacture date:2011-04, expiration date: 2014-02. Lot number:787230, manufacture date: 2010-10, expiration date: 2013-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.